Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and no recurring issues were observed after the reset. The customer was instructed to continue using the pump and to contact support if any further malfunctions occur.